Event description:
It was reported that during a pci/stenting procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the proximal rca. Another maverick2 monorail balloon was successfully used. A 6f good tech introducer sheath, a 6f jr4 goodman guide catheter a runthrough guide wire a cypher stent, and an encore inflation device were also used in the procedure. No patient injuries or complicatons were reported. Patient status is listed as "good."